Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 06-jul-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding leading to anemia") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "it took over an hour to insert into left fallopian tube, doctor nearly perforated my uterus" on (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("insertion was extremely painful") and complication of device insertion ("I refused to left them continue with right tube"). On an unknown date, the patient experienced genital hemorrhage (seriousness criteria medically significant and intervention required) and anemia ("heavy bleeding leading to anemia"). The patient was treated with surgery (essure removed along with partial hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital hemorrhage, anemia, procedural pain and complication of device insertion outcome was unknown. The reporter provided no causality assessment for anemia, complication of device insertion, genital hemorrhage, pelvic pain and procedural pain with essure. The reporter commented: doctor seemed to not be trained in insertion and was being guided by medical rep. The consumer had arranged private removal due to ongoing pain and heavy bleeding leading to anemia. She considered she was injured and the injury was serious. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 07-jul-2017 for the following meddra preferred terms: pelvic pain. The analysis in the global safety database revealed 3029 cases. Genital hemorrhage. The analysis in the global safety database revealed 553 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.